Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified lv10 (large volume) infusor under infused. It was further stated that the device had not infused fully after a 24 hour period, leaving ¿a significant amount in device¿ (not further specified). This issue was identified during an antibiotic infusion, which was being delivered to the patient with a ¿port-a-cath line¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported event could not be objectively verified. Should additional relevant information become available, a supplemental report will be submitted.